Event description:
The impact emv+ portable ventilator system was being prepared for use on a pt when the end-user reported that the tibial volume and rate settings could not be adjusted with the selector knob. There was no response by the device to changes made in the device settings. The pt was manually ventilated while these attempts to adjust the device were made. The ventilator could not be used to support the pt and was never applied to the pt. It is assumed that the device was to be used during transport of the pt. It is not known how the transport continued (on manual ventilation or non another automated ventilator). The end user reported there was no serious injury to the pt as a result of the incident. We have submitted this as a serious injury event because manual ventilation may have been necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated. It was observed that an led on the device membrane/interface panel was not working but, this was not thought to be the root cause of the reported knob/switch problem. Because of the possibility that the reported knob issue could have been due to the membrane/interface panel and because of the observed led issue, the membrane panel was replaced. Further root cause analysis of the removed membrane panel will be conducted. Device periodic maintenance, calibration and functional testing were performed at impact. The unit was returned to the end user after it tested within spec.